Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during initial inspection of the ht70 plus ventilator, it was found that the internal coin battery was out of tolerance, and all stored values lost. There was no patient involvement. Service engineer replaced the coin battery, and completed all required testing.